Event description:
Plastic connector in cardioplegia line spontaneously broke separating line. Line snapped off at the manufacturer's bonding point causing blood to leak onto the pump and floor. Entire set had to be replaced.